Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, a loss of capture and a loss of sensing were noted on the right atrial (ra) lead. Diagnostic imaging was performed and revealed a dislodgement. The ra lead was explanted and replaced to resolve the event. The patient was stable.